Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. There were two needles and no sutures returned. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. From the opened sample, the needle was received without suture and appeared to have disengaged from the suture under tension. The results of this investigation could not be reliably determined. The probable root cause was determined to be excessive tensile stress applied to the suture. Unfortunately because no sealed samples were received, a needle attachment test could not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y, the suture slipped out of needle. Current patient status: no issues. There was no patient injury or hazard.